Event description:
It was reported that the usb cable became damaged, and was unable to be used to charge the pump. A replacement cable was sent to the customer to address the issue. Customer¿s blood glucose value was 155 mg/dl.

Manufacturer narrative:
Device not returned.